Event description:
Customer alleged chair took an unintentional turn. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41, serial number/date code (B)(4). The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that upon leaving her bedroom, the power chair took an unintentional turn, catching her finger between the arm of the chair and door frame. No medical intervention sought as consumer was unable to leave the house.